Event description:
Eight events reported since 11/95 of minor red marks noted under pulse oximeter probes. Opinions vary as to whether these are burns or pressure. In one case slight skin breakdown was reported. No blisters reported. Similar smda previously filed on another MFR's non-disposable pulse oximeter probe for similar incidents.